Event description:
It was reported that the haptic of a cq2015a three piece collamer lens, was torn off from the optic upon receipt and the lens was not used. No patient contact.

Manufacturer narrative:
(B) (4). Work order search. Results: visual inspection of the returned product showed a haptic was torn off and evidence of a clear surgical residue. A work order search was performed and there were no similar complaints found. (B) (4).